Event description:
It was reported that there was a travel reverse error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the left plunger case screw mounts were cracked. There was a cracked right plunger case. During multiple flow and occlusion testing, the reported issue could not be duplicated. The root cause of the reported issue was found to be that the clutch was released during and infusion causing the check clutch error. Performed preventative maintenance on pump.